Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil wires are noted within the right and left cornua extending to the serosal surface.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, pelvic pain female, dysmenorrhea and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("the essure implant was protruding through the side of the uterus by several millimeters on right side/the essure implant was significantly down the left fallopian tube"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy:). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: acute and chronic cervicitis denuded endometrium with chronic reactive changes; consistent with clinical history of endometrial ablation. Uterine serosa with dilated blood vessels essure coil wires (gross diagnosis). The specimen is received in formalin labeled uterus. It consists of a corpus uteri with attached cervix, measuring 7.0 x 5.3x 3.0cm and weighed 58 grams. Gross sectioning shows no gross focal. Lesions. Essure coil wires are noted within the right and left cornua extending to the serosal surface. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Event medical device removal was deleted and new event "embedded device" was added. New reporters and concomitant conditions were added. New event added: device expulsion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: new event: medical device removal was added. Fu 1 and 2 process together. On 6-jul-2020: psf received- demographic details of patient added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.